Event description:
The customer reported that the system exhibited 'filament regulator errors' during pt cases. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was evaluated and the high voltage cathode and anode connections were repaired. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.